Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried specimen/serum on the tip clamps in the reported problem area of the pipette assembly. The instrument was cleaned. The 2-pole cable was replaced. The instrument was inspected, tested without further problem and returned to service.